Event description:
During scheduled provocative testing on several patients, atrial myopotential oversensing was observed despite the use of bipolar leads (and/or increasing the atrial sensitivity values). The outer isolation of the leads - particularly a damage of the outer conductor at the pectoral level - is suspected. An investigation was requested.

Manufacturer narrative:
(B)(6) 2012: this event concerns a device that was manufactured and used outside the united sates. Analysis is pending.